Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. As per the receipt of the device, the device date of implantation was updated to the best estimate of (B)(6) 2006 based on the information available and the reported implantation year of 2006. If additional information is received, a supplemental report will be submitted as applicable. Device evaluation summary: during the visual inspection, the device was found to be ruptured, it was received in two parts. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 600cc smooth mentor memorygel breast implants experienced bilateral rupture of implants post-operatively. Rupture was confirmed by MRI. As a result, the patient underwent explantation and replacement with like device, catalog # 3506004bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.